Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, difficulty positioning was reported. Upon the first deployment attempt, the valve was too deep. The valve depth was too shallow during the second attempt. The third attempt was too shallow and the valve dislodged at 80% deployment. The valve and delivery catheter system (dcs) were withdrawn from the patient and a balloon dilatation was performed with a 22 millimeter (mm) non-medtronic balloon. A new valve was attempted and positioning difficulty was also observed. The valve moved aortic and ventricular, was not seating within the annulus, and was too shallow or too deep. The number of recaptures was also exceeded and the valve and dcs were withdrawn from the patient. Subsequently, a 23 mm non-medtronic valve was implanted uneventfully. Per the physician, the possible root angle of 62 degrees and depth of implant may have contributed to the event. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The device was received with the nosecone over-captured by the capsule. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The handle was intact. The device was returned with the end cap/screw gear snap fit connected. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed as expected. The deployment knob retracted and advanced the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The inner member shaft and spindle hub were intact with no evidence of damage. There was damage observed on the threading of the screw gear. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.